Event description:
Caller complaining of severe pain with this implant since implantation. Also has had increased blood pressure as well as feeling "sick". Has difficulty ambulating and is currently disabled. "No one wants to help" and an attorney has told them that this was a recalled device. They have seen many doctors with no resolution of pain. Implant remains.